Event description:
This director was called to the bedside by patient transport. Upon entering room 2109 the floor was wet. Patient transport stated the intravenous (IV) was leaking. After inspection of the intravenous (IV) line, the line had been broken by the intravenous (IV) pump and fluid was leaking into the intravenous (IV) pump.